Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were hospitalized multiple times due to diabetes ketoacidosis. The customer was admitted to the hospital on (B)(6) 2017 with a reading of over 600 mg/dl. Customer indicated symptoms related to high blood glucose like nausea and confusion. Ems was dispatched and brought the customer to the hospital. The customer was wearing the insulin pump at the time hospitalization. There were also hospitalization on (B)(6) 2017 and (B)(6) 2017. The customer was assisted with troubleshooting, they were unsure if bolus history displays all bolus entries based on their recollection. Customer was unable to perform high pressure test as there was no clamp available. The customer wad advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump will not be returned for analysis.